Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support the pump exhibited low pump purge flow. The patient later expired while on the impella cp support. No allegations were made towards the impella cp for cause of death. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).